Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due the emergency room doctor sticking the implant with a needle.

Manufacturer narrative:
Cylinders 1 and 2 were received for evaluation. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated the physician pieced the cylinder with a needle. Based on the evaluation and information received, the separation most likely occurred inadvertently as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due the emergency room doctor sticking the implant with a needle.